Event description:
It was rpeorted that during deployment of another company's stent, an edge dissection occurred in the diagnonal. A balloon catheter was placed in order to exchange the whisper guide wire for naother guidewire. As the whisper guide wire was retracted the tip became seperated. It was stated that an angiography, the guidewire tip aapeared to have been prolapsed for wuite some time. Multiple attempts were made to retrieve the guide wire tip, but these attempts were unsuccessful. The pt was sent for surgery to treat the dissection, at which time the seperated piece of guidewire was removed from the pt. No other information was available.